Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose 570 mg/dl. The customer¿s blood glucose level was 470 mg/dl the customer¿s blood glucose level was 360 mg/dl at time of incident, and his current blood glucose is 369 mg/dl. The customer was treated his high with pump. The customer experienced symptoms such as thirsty. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.